Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading of 150 mg/dl, and reported that they self-treated with insulin (dose/type unknown) and ate. The customer subsequently lost consciousness, and a third-party obtained an adc meter result of 30 mg/dl. The customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.